Event description:
It was reported in the service report that there was a loss on control on the bed due to a broken power supply board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power supply board.